Manufacturer narrative:
Correction to field d5. Operator of device. Upon receipt at our quality assurance laboratory, this ams spectra concealable penile prosthesis (spp) underwent a thorough analysis. The cylinders were microscopically inspected. The microscope test revealed that both cylinders had holes in the proximal end of the cylinders from sharp instrument damage. Both cylinders had suture holes in the proximal tip of the cylinders. The rear tip extenders (rtes) were microscopically inspected. The microscope test revealed the rtes had 2 holes each from sutures. Based on analysis results, the reported allegation was unable to be confirmed due to the sharp instrument damage on the cylinders and rtes.

Event description:
It was reported that this ams spectra concealable penile prosthesis (spp) was not working properly. Surgical intervention was performed to explant the spp. No patient complications reported.

Event description:
It was reported that this spectra concealable penile prosthesis (spp) was not working properly. Surgical intervention was performed to explant the spp. There were no patient complications reported.